Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not holding its charge. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the battery was not holding its charge and needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the battery was not holding its charge and needed to be replaced. Based on the service manual, the replacement battery should resolve the issue; however, the repair for this device cannot be conducted at this time due to a backorder status of the replacement battery needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.